Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch #: v95c60. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the severity of the burn or injury? Are there any anticipated long-term effects from the burn or injury? What medical intervention was used to treat the burn or injury? (Such as salve or stitches) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the doctor used nslx137c on a laparoscopic saplingectomy procedure and the device fired on its own without her pressing the seal button. The gen11 also signaled that energy was being delivered. The surgeon noticed energy was being activated without pressing the seal button when she saw thermal spread on the tissue (bowel) and smoke coming from the jaws of the device. She then unclamped the device and the energy delivery stopped. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/9/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The device did activate when the hand activation button was depressed, but no continuous activation occurred at any time during functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. Additional test was performed and no evidence was found as to what could have contributed to the continuous activation issues reported. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2022. Additional information was requested and the following was obtained: what is the severity of the burn or injury? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. : severity of burn unknown. Are there any anticipated long-term effects from the burn or injury? : no. What medical intervention was used to treat the burn or injury? (Such as salve or stitches) : surgeon removed device when she realized unintended tissue was being fired on. No medical intervention was needed.